Event description:
The customer reported that there was a fast stop activated error message. This error is likely to cause the system to shutdown. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated and the power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.